Manufacturer narrative:
(B)(4). Date sent 2/11/2025. D4 batch #434c01. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 434c01, and no non-conformances were identified.

Event description:
It was reported that during a gastric by-pass. The stapler was used four times, on the fifth reload, the new stapler cartridge reload cannot be fitted into cartridge jaw of stapler. The nurse had to open another new stapler and operation continued. There were no patient consequences.